Manufacturer narrative:
(B)(4). The disposables involved include minicap extend life transfer set ((B)(4)) and minicap ((B)(4)). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as cmplnt-(B)(4), which addresses the malfunction with the transfer set.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by strong pain in the peritoneum. On the same day as the onset of peritonitis, the patient was hospitalized for the peritonitis event. The cause of peritonitis was reportedly an issue with the transfer set that occurred the day before the onset of peritonitis; however, due to the short amount of time between these events, the cause is unknown. The patient was treated with an unspecified antibiotic (route, dose, frequency, and duration not reported) for peritonitis. Extraneal, physioneal and nutrineal therapies were ongoing. At the time of this report, the patient was discharged from the hospital (total stay of eight days) and recovered from the event. No additional information is available.